Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component. Multiple attempts to obtain further info on this event have been made by gore, however, as of (B)(6), 2011, no further info on this pt has been provided to gore.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.